Event description:
It has been reported that an nrg transseptal needle was selected for use for a premature ventricular contraction ablation procedure. During the procedure, it was mentioned that when attempting to puncture the septum, the tip of the nrg needle became stuck in the dilator and would not come out. The nrg needle was then replaced (different device, same model), and the procedure was completed successfully. No patient complications were reported. Product is available for return. It has been further mentioned that the needle seemed a little bent. The needle was being used with the sl-0 accessory device (non-boston scientific).

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the nrg needle was first visually inspected, and it passed the flushing test (pre and post decontamination), but it failed for the proximal shaft and distal tip integrity. The device curve overlay imaging was performed, and the device failed the curve overlay test, concluding that the needle was manually reshaped which led to broken tip and needle stuck in the dilator during procedure. The distal tip of needle was bent and broken but was attached with the ptfe layer. There were signs of manual reshaping at the distal end of the needle. The needle handle and cable connector had no signs of damage. Additionally, the device met the device specification which includes distal/proximal hypotube outer diameter. Thus, the reported allegation was confirmed as the needle was found to be kinked/bent due to manual reshaping of the needle. Overall, the reported allegation occurred due to failure to follow instructions. Also, the field e1 (initial reporter fax) was updated. Thus, this supplemental report is being filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use for a premature ventricular contraction ablation procedure. During the procedure, it was mentioned that when attempting to puncture the septum, the tip of the nrg needle became stuck in the dilator and would not come out. The nrg needle was then replaced (different device, same model), and the procedure was completed successfully. No patient complications were reported. Product is available for return. It has been further mentioned that the needle seemed a little bent. The needle was being used with the sl-0 accessory device (non-boston scientific).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.